Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A device history record could not be completed as no lot number was received. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked at the hub junction during use. As a result, a new puncture was needed in order to deliver the intravenous anesthesia. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "the additional injection point of 18g venflon pro safety infusion needles (393226 or 393227) regularly leaks." "The course of treatment had to be changed, as intravenous anaesthesia was not possible until a new venflon was punctured." "Leakage was noticed later, anaesthesia had to be adjusted as a result."